Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead thresholds were high on the ventricular capture management diagnostics. An in-office check showed thresholds at 2.5v. The lead remains in use. No patient complications were reported as a result of this event.